Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material in the light guide cover lens (small) at the insertion part of the distal end could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the light guide cover lens (small) at the insertion part of the distal end. There was no patient involvement.